Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed without alarms or failures. The fill and drain times were within the time specifications for a liberty cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid and observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 their pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of their treatment and a fill complication was received during fill 4 of 5 of their treatment. The ok option was pressed and the message reoccurred. The patient also reported that a draining slowly message was received during drain 4 of 4 of their pd treatment. The patient reported that bubbles were discovered in the patient line heading towards the cycler and the cassette. The patient reported that air bubbles and an observational bubble were found in the drain line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support representative left the patient to drain during drain 4 of 4, but the patient stated that the air detected in cassette alarm reoccurred. The patient reported that they cancelled treatment during step 8. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did complete their treatment. The patient stated that the fluid leak came from the cassette chamber. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.